Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this lead was dislodged. This lead was then explanted and replaced. No additional adverse patient effects were reported.